Event description:
It was reported that a patient with a 23mm edwards pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately 12 years and eight (8) months due to severe aortic stenosis and moderate aortic regurgitation secondary to structural valve deterioration. The patient presented with symptoms of heart failure. The tavr was performed with a 23mm sapien3 transcatheter valve with no adverse events. No additional information has been provided.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative.